Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the posterior side assessed as unidentified (tear). (Shell thickness within specification). Additional observation: crease observed inside the device. Wear abrasion observed on the device. Yellow particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.